Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the reported shaft break could not be determined. It may be possible that the shaft was damaged during use due to anatomical conditions or interaction with associated devices; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimatedna.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The armada 14 percutaneous transluminal angioplasty (pta) catheter shaft was noted broken. Another armada 14 was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.